Manufacturer narrative:
Results - the complaint of "invalid impedance" was confirmed. As received, the extension was returned complete. Microscopic inspection revealed that channel 6, 7, and 8, wires were broken in header. Continuity and resistance measurement were performed; the returned extension passed the tests on all channels except channels 6 through 8. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) experienced a change in stimulation. Diagnostic testing revealed high impedance values on the scs lead extension (contacts 1-3) the lead extension was explanted and replaced which resolved the reported issue. Please note: the implant and explant dates have been requested; however, no further information was available at the time of this report.